Event description:
This report is being filed after the subsequent review of the following journal article: gazzeri, r., tamorri, m., faiola, a., gazzeri, g. (2008). Delayed migration of a screw into the gastrointestinal tract after anterior cervical spine plating. Spine, volume 33, number 8, pp e268-e271. Italy. This is a retrospective review of a case report involving a (B)(6) male that presented to the emergency department in 1997 following an injury. He was diagnosed with spondylodiscitis and spinal fracture of c4 and c5 vertebral bodies. He had surgery including decompression of c4-5 corpectomies and a fusion with a fibular allograft fixated with a cervical plate, cervical locking screw plate (cslp), from c3-c6. Post-op he had a philadelphia collar applied and had follow-up at 3, 6, and 12 months. Eleven years following the surgery, the man returned to another hospital with severe dysphagia and high fever (36 degrees celsius) lasting from 2 days. A cervical spine x-ray was taken and revealed: right inferior screw secured in inferior aspect of c6 vertebral body with evidence of approximately 4mm of screw back out (image included). Three days later another x-ray revealed progression of the screw's extrusion (image included). Immediately prior to surgery, another x-ray revealed a missing screw. And abdominal x-ray was performed and revealed the screw in the right lower abdominal quadrant (image included). Surgery was performed to control and close the esophageal injury. It was identified the screw perforated the cervical esophagus and the screw was later eliminated spontaneously via the intestinal tract. Postoperatively, he had spondylodiscitis and was treated with antibiotics for 7 days. At his 6 month followup, he was in good condition and symptom free. This is report 1 of 1 for (B)(4). This report is for an unknown cslp with an unknown part number, lot number and quantity. This report is for #1 devices.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown cslp screw/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).